Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that blackout images occurred in 2d, and ring artifacts continuously appeared in 3d on the 22nd and 23rd. On the 22nd, the artifact was located outside the area of interest, so operation was still possible. However, on the 23rd, the artifact appeared in the center, making it difficult to proceed. As a result, it was decided to stop using imaging system 2 and replace it with imaging system 1. The issue was scheduled to be addressed at a later date. It occurred intra operatively and there was no delay to the case. No reported impact to the patient. 2025-june-09 e1_rep: no add info received -###-from (B)(4) mpxr 1306194 (for, hcp): medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that blackout images occurred in 2d, and ring artifacts continuously appeared in 3d on the 22nd and 23rd. On the 22nd, the artifact was located outside the area of interest, so operation was still possible. However, on the 23rd, the artifact appeared in the center, making it difficult to proceed. As a result, it was decided to stop using imaging system 2 and replace it with imaging system 1. The issue was scheduled to be addressed at a later date. It occurred intra operatively and there was no delay to the case. No reported impact to the patient.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # 1723170-05-18-2026-001-c. (H3,h6):hardware parts replaced. Codes:b01,c20,d0302,d15 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905, serial/lot #: g31s130701 rev. Ab, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.